Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced sweating and difficulty breathing and expressed concern about possible diabetic ketoacidosis (dka). At that time, the patient¿s cgm displayed a reading of 253 mg/dl; no bg meter comparison was performed. The patient was using an omnipod insulin pump. A family member transported the patient to the emergency room (ER), where a bg meter reading showed 397 mg/dl while the cgm continued to display 253 mg/dl. The cgm was subsequently removed, and the patient received IV fluids. The patient was not diagnosed with dka and was discharged home at approximately 4:30 pm the same day. At the time of follow-up, the patient reported feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.